Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the following cause is presumed: since there is no abnormality in the DHR, the event in question may have occurred due to temporary contact failure between the cv-190 and the monitor; the event in question may have been caused by the light source, the monitor or the endoscope which was connected at the time of occurrence of the event in question.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support contacted the company representative and the reported issue was confirmed via trouble shooting efforts. If the device is received at a later date and the investigation results reveal any new information, a summary will be provided in supplemental report.

Event description:
The customer reported that the device is going black during procedure. The customer reported that the procedure being performed was a colonoscopy but there was no injury to the patient and the procedure was able to be completed.